Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. One hundred thirty nine (139) days post procedure a stroke was identified during follow up with computed tomography (CT). The following day, magnetic resonance imaging (MRI) was performed which noted an evolving acute infarct in the right temporal and parietal lobes, with a small amount of involvement in the right occipital lobe. Hemorrhage was noted in the right temporal lobe with trace hemorrhagic component in the right parietal lobe. The following day, CT was performed again noting an evolving right temporal lobe infarct. Transesophageal echocardiography (tee) performed the same day noted a small leak on the posterior side of the closure device. The patient was admitted to intensive care. Three days later the patient was discharged to an acute rehabilitation facility in stable condition. The patient was anticipated to be discharged from rehabilitation after sixteen days.